Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = clear,,customer complaint: event date: (B)(6) 2020. The customer reported that the insulin pump had a crack that runs around the battery area, random no delivery alarms, plastic chips when changing the reservoir, insulin pump self tests randomly and piece of the screen broken off. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a keypad overlay peeling, a missing display window/cover, a stained keypad overlay, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay, a end cap address label missing and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. No broken retainer ring or broken pump screen noted during visual inspection. The crest/thus software download was unsuccessful. Unable to verify random no delivery alarm, pump unexpected self test and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The original pcb2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm noted. The original pcb2 was re-installed in a test pcb1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continue to download. The crest/thus download was unsuccessful. In conclusion, critical pump error (open book image) alarm, problem isolated on the electronic assembly. Failure analysis summary: the insulin pump was received with a cracked retainer, a missing display window/cover, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. No broken retainer ring or broken pump screen noted during visual inspection. Unable to verify random no delivery alarm and pump unexpected self test due to critical pump error (open book image) alarm. The insulin pump alarmed critical pump error (open book image), problem isolated on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was broken off. Spiral cracks around the battery area and random no delivery alarms. No harm requiring medical intervention was reported. The device will not be returned for analysis.